Manufacturer narrative:
(B)(4), the event is currently under investigation.

Event description:
The reporter stated that the patient presented with a type 1b endoleak. The original graft was placed on (B)(6) 2012 according to the instructions for use (IFU) and it was stated that the results were great. Furthermore, the reporter stated that over time the left common iliac has dilated and the leg graft lost its seal. On (B)(6) 2017 the patient underwent a planned procedure to extend the leg graft into the left external iliac with coil embolization of the left hypogastric. A zenith spiril-z aaa iliac graft was used (zsle-16-90-zt, lot number 7512280). It provided a good seal that resolved the endoleak. The embolization coils were placed in the left internal iliac to prevent retrograde filling of the aneurysm. There was no imaging provided. The reporter also stated that the expansion of the iliac was due to normal disease progression.

Manufacturer narrative:
Investigation - evaluation . A review of the complaint history, documentation, device history record, instructions for use (IFU), specifications, quality control data, and trends was conducted during the investigation. The complaint device was not returned; therefore, device failure analysis and physical examination of the device used in this case could not be performed. A document-based investigation evaluation showed no evidence to suggest the product was not made to specifications. A review of the device history record could not be performed due to insufficient lot information. Due to this product only being one per lot number no other complaints would be associated with this complaint if lot information was available. Each zenith device is shipped with instructions for use (IFU) that lists the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. Per the IFU: "after endovascular graft placement, patients should be regularly monitored for perigraft flow, aneurysm growth or changes in the structure of position of the endovascular graft. At a minimum, annual imaging is required, including :1) abdominal radiographs to examine device integrity (separation between components or stent fracture) and 2) contrast and non-contrast CT to examine aneurysm changes, perigraft flow, patency, tortuosity and progressive disease." Based on the information provided and results of the investigation the most likely root cause may be related to patient condition. Per the quality engineering risk assessment no further action is required. Monitoring for similar complaints will continue.

Event description:
It was reported that this patient presented with a type ib endoleak in the left common iliac as a result of the artery dilating overtime causing the graft to lose its seal. On 30jan2017 the patient underwent a procedure to extend the left iliac leg graft into to left external iliac artery. The result provided a good seal and resolution of the endoleak. Additionally, embolization coils were placed in the left internal iliac to prevent retrograde filling of the aneurysm. Of note, the site reported that the expansion of the iliac was a result of normal disease progression.